Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified date and time 6 months prior to contacting lfs. The patient reported obtaining blood glucose readings of ¿265, 165, 154 and 262 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient stated that they manage their diabetes with a combination of diabetes medications (victoza, toujeo and 1 metformin pill morning and afternoon). The patient informed the csr that they took less food in response to the alleged inaccurate results. At an unspecified date and time after the alleged issue began, the patient reportedly developed symptoms of ¿sweat and knees getting weak¿ . The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking less food based on alleged inaccurate results obtained with the subject meter.

Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.